Event description:
A patient's imx bhcg initial result was 4824 mlu/ml using the auto-dilution mode. The assay was recalibrated by the customer and the sample was re-run with a result of 5322 mlu/ml using a manual dilution (this result was reported out of the laboratory). A second sample was drawn from the same patient two days later and run in the auto-dilution mode with a result of 2668 mlu/ml (this result reported out of the laboratory). A d&c was scheduled for this patient. The customer performed several optics checks and calibrations on the imx analyzer. The customer then repeated the aforementioned patient samples. The initial draw (5322 mlu/ml) repeated as 2916l mlu/ml and the second draw (2668 mlu/ml) repeated as 7476 mlu/ml. The d&c was cancelled. The samples were sent to another laboratory and tested with an imx analyzer. The initial sample read 4656/4712 mlu/ml and the second sample read 9268/9460 mlu/ml.